Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the blue insulation was split and slightly peeled near the hook. The reported condition was confirmed. The investigation found the blue insulation was split and slightly peeled near the hook. The damage may have occurred during insertion into the port. The investigation identified the root cause of the reported event to be user error. The instructions for use(IFU) states, carefully insert and withdraw instruments from cannulas to avoid possible damage to the instruments and/or injury to the patient. Use the appropriate sized cannula (>.233 inches inner diameter) to allow for easy insertion and extraction of the instrument. Failure to do so may damage the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid colectomy, 1st device was used and upon few activation and blue insulation around the monopolar hook started to fray. 2nd device was put into the body and frayed near the same area. 3rd device was used for the majority of the cases, but during dissection, it kept giving error tones and would not function at all. Another same device was used to complete the procedure. Nothing detached from the instrument and no patient injury was noted.